Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that recipient was explanted due to electrode extrusion and surgical complications. The wound has healed and the recipient was re-implanted with another advanced bionics device.